Manufacturer narrative:
Based on the information provided, the root causes of the patient's operative complications cannot be determined. The following information is unknown: what specific date the da vinci-assisted surgical procedure was performed, what hospital the surgical procedure was performed, and the name of the surgeon who performed the da vinci-assisted surgical procedure. In addition, specific details regarding the alleged arcing event are unknown. The patient's full name and contact information are also unknown. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient claimed that she experienced post-operative complications and required medical intervention after undergoing a da vinci-assisted surgical procedure. However, the root causes of the operative complications experienced by the patient are unknown.

Event description:
On (B)(6) 2016, intuitive surgical, inc. (Isi) became aware of the unplug the robot internet blog titled, (B)(6) story. According to the internet blog, the patient alleged that she experienced post-operative complications after undergoing a da vinci-assisted hysterectomy procedure performed on an unspecified date in (B)(6) 2014. Refer to the following internet link for access to the internet blog: (B)(6). Based on the internet blog, the following information was provided: after the da vinci-assisted surgical procedure was performed, the patient went home the same day. Post-operatively, the patient experienced horrific pain on post-op day 5 and felt as though she was severely constipated. She reportedly had a small fever and visited her physician. The patient indicated that the physician thought she had a urinary tract infection (uti) and was prescribed an unspecified antibiotic. The following day, the patient reportedly couldn't move and was rushed to an ER where a cat-scan was performed. The patient was found to have a vaginal cuff hematoma, internal bleeding, and sepsis. The patient claimed that her blood pressure was 40/45 and she was ten minutes from death. The patient alleged that arching [sic] from the robot nicked a blood vessel and created the internal bleeding. The patient reportedly spent a week in the hospital and was treated by an infectious disease physician. The patient indicated that she was sent home with 4 types of antibiotics and ultimately developed c-diff. The patient also alleged that she currently experiences non-stop bladder spasms.